Event description:
It was reported that the pump battery could not be charged and subsequently, shut off. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.